Manufacturer narrative:
Literature citation: titled- minimizing spine autofusion with the use of semiconstrained growing rods (scgr) for early onset scoliosis (eos) in children by charles bouthors, md. Age at event: age distribution was 1.5 to 10.5 years, with an average age of 8.1 years. Sex: gender distribution was 16 females and 12 males. Date of event: unknown. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in the literature titled ¿minimizing spine autofusion with the use of semiconstrained growing rods (scgr) for early onset scoliosis (eos) in children¿ that the rod had fractured. The product came in contact with the patient.